Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-jul-2016, fse arrived at the site to address the reported event. Upon inspection of the device, the fse discovered liquid in sensor reservoir and cleaned the reservoir. Further, the fse found rust colored build up in the wash probe line and replaced the wash probe and line. In addition, the fse found that the wash heater was leaking from tubing inside heater and thermister wire was rusted inside the heater, and which was replaced as well. Last, the fse ran calibrators and controls and the instrument was found to be fully operational and within specifications. No further issues were noted and no further action was required by field service. The most probable cause of the reported event was due to a wash heater leak.

Event description:
On (B)(6) 2016, the customer reported to a technical support specialist (tss) of receiving error "702" (sensor, leak detected). In addition, the customer informed the tss of seeing brown dust. The tss advised the customer to blow canned air into the subfloor and disconnect and connect the sensor. This did not rectify the issue as the error persisted per the customer. On (B)(4) 2016, field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.